Event description:
Pain at pocket site was reported. The drugs delivered were dilaudid and bupivacaine. A pump pocket revision was done on (B)(6) 2011. Pt outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).